Event description:
It was reported during a monarch bronchoscopy procedure, a recurrent electromagnetic (em) navigation fault occurred at system registration. The physician elected to abort the diagnostic procedure. No clinical consequences to the patient were reported due to this event.

Manufacturer narrative:
User failed to follow the provided instructions for use. Contraindications include use of the system in patients with electrically or magnetically activated implanted medical devices.